Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025. The consumer had additional testing performed the same day, (B)(6) 2025, which was conducted at a doctor¿s office and returned a positive result. The customer reported experiencing symptoms including cough, stomach congestion, fever, and chills. The customer also stated that their doctor prescribed them paxlovid. No additional information was reported.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025. The consumer had additional testing performed the same day, (B)(6) 2025, which was conducted at a doctor¿s office and returned a positive result. The customer reported experiencing symptoms including cough, stomach congestion, fever, and chills. The customer also stated that their doctor prescribed them paxlovid. No additional information was reported.

Manufacturer narrative:
Correction: b3: new information was received on 06 june 2025, confirming that the event date was actually 20 may 2025. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025. The consumer had additional testing performed the same day, (B)(6) 2025, which was conducted at a doctor¿s office and returned a positive result. The customer reported experiencing symptoms including cough, stomach congestion, fever, and chills. The customer also stated that their doctor prescribed them paxlovid. No additional information was reported.